Manufacturer narrative:
Further investigation is being performed and the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.

Event description:
Report received indicated that during a coronary angioplasty, the cypher select plus stent was unable to cross the lesion at the distal right coronary artery (rca) despite of repeatedly efforts. The vessel/lesion was described being highly tortuous. Preliminary finding of the returned product indicated a secondary failure. The stent struts were found uplifted distally.